Event description:
It was reported that the quantum system was taken out of service after the facility began experiencing issues with wands. Limited information concerning specific events was provided, however no patient complications were reported as a result of these events.